Manufacturer narrative:
It was confirmed that the setscrew on the ins was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that during implant, when the healthcare provider (hcp) attempted to connect an implantable neurostimulator (ins) to a lead and check impedance, they continued to get greater than 4000ohms with no connection. The hcp took out the lead and reinserted it, as many as five times with no success. Each time, the impedance was greater than 4000ohms. The hcp insisted on using another ins and once it was connected impedance was normal. There were not patient symptoms reported and the ins was returned. The ins indication is unclear at the time of the report.